Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the patient experienced a blood glucose level of above 250 but below 500, without any other symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 22-mar-2019 device evaluation:the pump has been returned and evaluated by product analysis on 20-mar-2019 with the following findings: a review of the pump¿s black box showed that the dates in basal change history change from 22-jan-2019 to 23-jan-2019 to 22-jan-2019. There is no data in the black box from this time due to continue use of the pump. The daily insulin delivery totals appeared inconsistent on these dates due to the date change. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The history recorded accurately during testing. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.